Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens was removed. The lens haptic was bent during loading but it was not noticed until after the lens was inserted. The lens was cut into pieces to remove and there was no patient injury.

Manufacturer narrative:
Evaluation codes: results- (other): visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.